Event description:
It was reported that during a procedure, after the sutureless connecter was attached to the pump the health care provider (hcp) was unable to aspirate csf (cerebrospinal fluid) from the cap (catheter access port). The needle was changed and there was still no csf. The sc (sutureless connector) was then disconnected from the pump and the hcp was still unable to aspirate csf so the sc was cut off and a new sc was attached. The hcp was then able to aspirate csf through the cap. There were no patient symptoms or complications associated with this event. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury.¿ the device system was used to deliver prialt.

Manufacturer narrative:
(B)(4). Analysis of the catheter, model # 8780, sn (B)(4), found no significant anomalies. The catheter was incomplete and returned in segments.

Manufacturer narrative:
Concomitant products: product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, (B)(4), product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4) implanted: (B)(6) 2014, (B)(4), product type: catheter; product ID 8784, serial# (B)(4), implanted: (B)(6) 2014, (B)(4), product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.